Event description:
In 2008, a comp rep reported that the pt was experiencing difficulties with his infusion device. Upon follow up with the pt, he stated that air bubbles are foaming in the insulin cartridge and his blood glucose has been elevated as a result. He stated that his blood glucose has measured 25 mmol/l (450 mg/dl) or "hi" on his blood glucose monitor. He performs boluses through the infusion device to lower his blood glucose. He stated that he allows the insulin to warm to room temp before use and he attaches the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. The pt was also advised to prime the piston rod forward before inserting the insulin cartridge to ensure the plunger of the cartridge is flush with the piston rod. During a follow up call, the pt reported that priming the piston rod forward resolved the air bubble issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.